Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. There was no patient involvement as the pump had been turned off for approximately 3 months and the customer was using manual injections as insulin therapy. Reportedly, the pump time and date had been reset. The contact successfully changed the time and date and insulin delivery via the pump would be resumed.